Manufacturer narrative:
Reference for the file: serletis-bizios, a., durand, e., cellier, g., tron, c., bauer, f., glinel, b., dacher, j.n., cribier, a. And eltchaninoff, h., 2016. ¿a prospective analysis of early discharge after transfemoral transcatheter aortic valve implantation¿. The american journal of cardiology, 118(6), pp.866-872. Multiple reports were submitted for this article. Please reference manufacturer report numbers: 2015691-2017-00581, 2015691-2017-00582, 2015691-2017-00583, 2015691-2017-00584, 2015691-2017-00585, 2015691-2017-00586, 2015691-2017-00587, 2015691-2017-00588, and 2015691-2017-00589.

Manufacturer narrative:
This report represents the reported valve embolization into the left ventricle mentioned in the study. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the reported valve embolization cannot be determined. It is unknown if the events were related to the edward¿s devices, procedural complications or patient co-morbidities, as details were not provided and additional information is not forthcoming. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The american journal of cardiology published a french single-center study of 130 patients undergoing elective transfemoral tavi from january 2014 to january 2015 with the sapien-xt or sapien-3 prosthesis. Complications were classified using valve academic research consortium 2 criteria. Complications were classified using valve academic research consortium 2 criteria. A higher overall proportion of sapien xt prostheses were used (62%) than those of sapien-3 (37%). The following events occurred during the study period: 35 bleeding (major, minor, life-threatening and blood transfusion), 23 aortic regurgitation, 6 valve in valve procedures, 53 vascular complications (major, minor and vascular stent), 1 myocardial infarction, 1 valve embolization to the ventricle, and 1 cardiac tamponade requiring percutaneous drainage.